Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary:the condition of a colleague infusion pump with an inoperable stop key was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause can be provided and no repair was necessary for the reported condition.additional information:a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is in progress. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found to have an inoperable stop key on the channel a pumphead module keypad. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.this device is an unremediated colleague pump with a user interface module software version of 5.04.00.